Event description:
Key surgical vascular loop broke into 3 pieces during surgery. A maxi blue vessel loop was placed in pt's abdomen and broke into 3 pieces. Two pieces were easily retrieved, and the third piece was found in the filter of the neptune suction.